Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station mini tray was stuck because of liquid spill. A field service engineer (fse) found three mini drawer engines that were slow to come out due to sticky medication residue on the bottom of the mini drawer. The three engines were removed, the drawer bottom was cleaned, and new engines were installed on all three drawers. The trays were cleaned and reinstalled; however, mini drawer 16 remained slightly sticky and required further cleaning. The mini engine and tray for drawer 16 were removed again and cleaned using a metal rod and wipes to remove all contrast residue. The drawer then opened smoothly and was successfully tested in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the mini tray was stuck and opened slowly, only reaching about one third of the way open. However, there were no delays or adverse events or injuries reported based on this event.